Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted the heater bag tubing was separated from the cassette port on both samples. For one sample, the imprint in the tubing showed it was connected fully to the port of the cassette; there was no evidence showing insufficient solvent and no damage present to the end of the tubing or to the heater bag port of the cassette. For the second sample, the heater bag line was not returned with the sample, so the tubing could not be evaluated; there was no damage present to the heater bag port of the cassette for the second sample. The reported condition was verified for both samples as a disconnected tubing would lead to a leak. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag line of an amia automated pd cycler set completely separated from the cassette itself resulting in a fluid leak. The leak was observed during second dwell of peritoneal dialysis therapy. It was further reported the patient did not notice any damage prior to the second dwell. There was no patient injury or medical intervention associated with this event. No additional information is available.